Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarm occurred (alarm 20 and alarm 30). The customer's blood glucose level ranged from 223-224 mg/dl. Customer reverted to alternate method of insulin therapy.